Manufacturer narrative:
H.6. Investigation: no customer samples were returned to the manufacturing site. No photos were returned to the manufacturing site to be evaluated. However, on MFR# (B)(4) (referencing lot - 0057680) , 12 samples were returned to the manufacturing site. All samples were evaluated by visual examination and the indicated failure mode for missing additive with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of missing additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 49 bd vacutainer® 9nc plus blood collection tubes were missing their anticoagulant. This was noticed prior to use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we just opened another flat of this same lot number and 49 of the 100 tubes were lacking anitcoagulant."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 49 bd vacutainer® 9nc plus blood collection tubes were missing their anticoagulant. This was noticed prior to use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we just opened another flat of this same lot number and 49 of the 100 tubes were lacking anticoagulant."